Manufacturer narrative:
Findings: pump was received with intermittent button response due to flattened all the buttons dome switch. Drive support disk was inspected and no anomaly was noted. Unit had cracked belt clip slot at battery tube threads area.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.